Event description:
A malfunction on a pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the malfunction did not recur after resetting. The customer was advised to continue using the pump and to call back if any issues persisted, which they acknowledged and understood.